Event description:
The report stated that during a laparoscopic microwave liver ablation on a tumor located high on the dome of liver segment 6, the doctor approached the tumor through the intercostal space. During insertion of the 2nd antenna, a "crack" was heard and when the doctor pressed on the antenna again he felt something and knew something had been hit. The doctor believed he had hit a rib or cartilage. The doctor pulled out the antenna and found the tip from the feed point to the trocar tip was missing. The doctor decided to insert a 3rd antenna and completed the ablation of the tumor. After procedure was over, they used a c-arm to take an x-ray of the tip location, and easily located the tip about 4cm below the skin, between the abdomen wall and skin. They used forceps to remove the tip. The ablation was successful.

Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device eval is complete, a follow-up report will be submitted.